Event description:
A ventilator was returned to the manufacturer for routine periodic maintenance 2. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, it was observed that the whole screen blacked out and the indications were unreadable. There is no recorded error or abnormality in the event log. It is determined that this issue was caused by a malfunction of the lcd, the technician recommended replacing the device's lcd screen to address the issue. No further investigation is required at this time. Additionally, the device's handle was replaced due to cracks. The base enclosure was replaced following fc16-700-231, since the screw fastening count exceeded the prescribed value. The trilogyo2 pm1 kit, detachable battery pack, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan and 43-microns filter, were replaced as regulated by maintenance procedure to prevent failure. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00).

Manufacturer narrative:
A ventilator was returned to the manufacturer for routine periodic maintenance 2. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, it was observed that the whole screen blacked out and the indications were unreadable. There is no recorded error or abnormality in the event log. It is determined that this issue was caused by a malfunction of the lcd, the technician recommended replacing the device's lcd screen to address the issue. No further investigation is required at this time. Additionally, the device's handle was replaced due to cracks. The base enclosure was replaced following fc16-700-231, since the screw fastening count exceeded the prescribed value. The trilogyo2 pm1 kit, detachable battery pack, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan and 43-microns filter, were replaced as regulated by maintenance procedure to prevent failure. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00). The lcd display was returned to the product investigation laboratory (pil) for further evaluation. The pil could not duplicate the failure of the lcd display. Software was installed to try to duplicate the failure of the lcd display. The display did not turn black and pil has determined that the display functioned as designed. Pil was able to read the display without any difficulty.